Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of 42 mg/dl. Pump data review by tandem technical support confirmed the pump was functioning as intended as customer initiated a 10 unit bolus prior to the event. Bg was addressed via a consumption of carbohydrates. Reportedly, the customer continued to use the pump for insulin therapy.